Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the touchscreen on a 980 ventilator was unresponsive. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se reseated all cable connections and replaced the touch screen controller printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.